Event description:
Started having a lot more pain than usual started going to the doctor for extreme pelvic pain, hemorrhage during cycles, more than one cycle a month, headache, fatigue, joint pain, weight gain, dizziness, ovulation pain, etc...